Event description:
It was reported that the battery was replaced on the epg (external pulse generator) while it was connected to a patient and providing pacing support. The epg stopped pacing as soon as the battery was removed; it did not stay on for 15 seconds. Without pacing, the patient went into asystole. It was also reported that the patient went into ventricular tachycardia. A new battery was quickly inserted, and the device began pacing. The patient did not lose consciousness, and a code was not required. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis confirmed the reported event. High current drain was found in a tantalum capacitor. The pc (printed circuit) board, battery drawer, and battery drawer o-ring were contaminated. The upper and lower cases, and side bail cover was found to be broke, and the lead flex cover was broke and corroded. The battery contacts were compressed and loose, and tampering with the heat stacking was noted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.